Manufacturer narrative:
Method: visual examination, device history review, complaint history review, material analysis, functional testing. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Functional testing of previous reported events confirms the reported event. Conclusion: appears to be user related.

Event description:
It was reported that, "while drilling thru the bushing the drill bit became trapped in the guide."